Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the tubing was misaligned on the pressure plate. This product problem was observed immediately after the package was opened it. The patient refrained from using the product due to concerns of under delivery of medication.

Manufacturer narrative:
One casssette was returned from the user facility in used condition. The cassette was found to be in good condition and was found to be receieved connected to a tubing not manufacturered by smiths medical. The cassette was connected to smiths medical and equipment to look for unusual function. The accuracy testing was passed and no unusual function was found with the returned cassette. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.